Event description:
Patient reported unknown side "liquid accumulation around prosthesis." Patient later reported having "prostheses that was recalled by allergan." The event of "incidental 0.3 cm cyst" is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "liquid accumulation around prosthesis". Device remains implanted.